Event description:
It was reported by service report that the o2 bottle bracket buckle is broken. It is unknown if there was patient involvement, but there were no adverse consequences to report.

Manufacturer narrative:
Other: buckle on oxygen bottle holder bracket.